Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple es devices were showing unknown error message. A technical support specialist (tss) dialed into every station but did not find the same error across those stations. Then the tss wanted to confirm the correct date and time when the issue occurred. The only error captured was lumi status error timeout latent, which was a biometric identifier issue in 5 west b. The tss then dialed into three stations but could not find any significant errors in any of them. Next, the tss dialed into the server and found no error logs in the event viewer, suspecting a possible network issue and planning to investigate further. After that the customer mentioned that the error only occurred when closing the drawer of the station and that it was happening on all the stations. The error found cannot access a disposed object. Object name: as mentioned in knowledge article (ka), which recommended performing a full sync of the device to resolve the issue. The tss asked customer for a timeframe to perform the full sync, but customer gave permission to close the case, as issue was not disrupting flow. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device showing an error message cannot access disposed objects. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device showing an error message cannot access disposed objects. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex c and imdrf annex d.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device showing an error message "cannot access disposed objects". The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.